Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10. Corrected fields: d10.

Event description:
It was reported that during transport of a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The message seemed to last for 2-4 minutes. The nurse re-tried and did an auto-fil and then asked for a calibration to be done at which time they pushed the calibration button which was done and successfully completed the flight. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate autofill failure. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Patient height: 75".

Event description:
It was reported that during transport of a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. The message seemed to last for 2-4 minutes. The nurse re-tried and did an auto-fil and then asked for a calibration to be done at which time they pushed the calibration button which was done and successfully completed the flight. No patient harm, serious injury or adverse event was reported.